Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their unit adjusted on wednesday, but it fell out of whack. It was reported that the patient felt it on the left-hand side of their bra-line. It was reported that it was aggravating. It was stated that the patient needed stimulation lower, toward their feet and it was not even hitting their knees or back. Instead it was hitting underneath their arm, which was an undesired location. It was stated that the patient wished they never had their stimulation adjusted, as it was working fine before. The patient said they had an artificial knee and it helped with that as well as their right side back. It was indicated that the device was check with the patient programmer and the patient was able to change the stimulation. The patient added that they had already turned it down as it was hurting so bad. The patient had other groups to try and make adjustments. The patient was currently on group b at 4.90. They tried group a and reported that it felt better but it still buzzed. They then tried group c at 6.0 and reported that they could feel it down their knee and reported that it was better. They wanted to leave it at this setting. The patient said that they used high numbers because they had a high tolerance to pain. It was reported that the troubleshooting resolved the reported issue. The patient reported that they had another appointment to get their device adjusted, but it was not until next thursday. It was reported that the even occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.